Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted.  Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a micro crack in cartridge at the anterior tip of a dcb00 model intraocular lens (iol). Doctor still implanted the lens with no issues to the patient. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 9/27/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed a simplicity inserter with trace amounts of viscoelastic residue in the cartridge. No iol was found in the inserter. The cartridge was further inspected and a cracked/damaged tip was identified. The complaint issue was confirmed; however, based on the small amount of viscoelastic residue in the cartridge this may be attributed to using an inadequate amount of ovd during insertion therefore, the complaint issue cannot be confirmed to be related to manufacturing, and therefore no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.